Manufacturer narrative:
The pump was received with no button response due to an unlocked lcd keypad connector. Unable to perform the self-test, unexpected restart, displacement, operating currents, rewind, basic occlusion, occlusion, prime, off no power or excessive no delivery tests due to no button response. Upon visual inspection, the pump had flattened button dome switches on all the buttons. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer stated that the buttons do not respond. The customer states that the insulin pump is not alarming. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.